Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited adhesive around objective lens and light guide (lg) lens was peeled. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: it was determined that no escalation was necessary to further mitigate the risk. The origin of this complaint was a regular or equipment inspection, and there were no direct indications of defects from the user. Therefore, an investigation reported by the customer is not necessary. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.